Event description:
Patient presented to the physician with pain at the ipg and that the ipg flipped. Imaging performed showed the cuff was not on the nerve any longer. Patient was diagnosed as a twiddler. Physician brought the patient into the or and saw the components twisted four to five times and the stimulation cuff lead snapped. Physician removed the entire inspire system.